Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of pacing for two beats, twice upon interrogation and once while losing wand connection during isometrics.